Manufacturer narrative:
The investigation for the reported saturated flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. There was no issue found related to saturated flow as per data log review. The cause of the saturation flow issue was not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, effusion occurred in the unit that was unable to be controlled. It was reported that the impella cp ingested a clot after left verntricle thrombus occurred. The medical staff was unable to achieve flow utilizing the impella. The impella was restarted however, the flow remained saturated. The resolution for this issue is unknown. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.